Event description:
It was reported that a patient with this electrode had received an inappropriate shock due to oversensing of noise. A rise in shock impedance measurements from 77 to 138 ohms was also observed. The physician suspected the electrode may have dislodged from its original implant position. For the time being, the electrode has been reprogrammed and a revision procedure has been suggested. The electrode remains in service and there were no adverse patient effects reported.